Manufacturer narrative:
The lead or associated ICD were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of the ICD as well as on the returned device data. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any ICD anomaly. The ICD behaved as specified. Please note that the missing iegm of episode 1 is no longer available because it was overwritten by new episodes, as expected, when the memory capacity is exceeded. However, the iegm is available in the home monitoring system. Furthermore, the available iegms have been inspected in detail and revealed the presence of noise in the rv channel. This led to vf detections with shock deliveries. The pacing impedance in the rv channel increased since (B)(6), 2022 and since (B)(6), 2022 it is larger than 3000 ohms. Simultaneously the rv sensing amplitude decreased, and the rv pacing threshold increased. These are indications for a lead damage. In conclusion, the ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of an ICD malfunction. However, a damage of the lead cannot be excluded.

Event description:
Noise was observed on this rv lead so the ICD disabled. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.